Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 07-apr-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (30mg/ml at 3.4 mg/per with up to 6 boluses per day at 0.5 mg per bolus) and clonidine (450 mcg/ml at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that the evening of replacement (B)(6) 2023 the patient started to experience withdrawal symptoms of severe increase in pain, cold sweats, and nausea. There were no known environmental/external/patient factors that may have led or contributed to the issue. On (B)(6) 2023 the pump was interrogated and logs checked. The pump programming was identical to pre-replacement programming. The patient was able to administer boluses via ptm. No alarms or stalls noted on the logs. Surgical intervention was planned for (B)(6) 2023. The hcp was planning to replace the pump and possibly replace the catheter. A catheter dye study was possible. The issue was not resolved at time of report. The patient's weight and medical history were asked, but unknown. The patient's status at time of report was alive - no injury.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that a catheter and pump revision occurred. The catheter was fractured at the previous splice from pre-existing catheter in the lumbar region. The catheter was replaced and the symptoms resolved.

Manufacturer narrative:
Continuation of d10: product ID 8731sc , serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2023, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.